Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the camera cannula mount accessory attached to the endoscopic camera manipulator (ecm) arm broke in half as the surgeon was docking the ecm to the pt. The pt had been under anesthesia for approx 30 mins and the port incisions had been made when the surgeon decided to abort the planned procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the isi field service engineer confirmed that the camera cannula mount accessory had broken. The ecm is the camera arm located on the pt side cart which provides the sterile interface for the 3d endoscope. The camera cannula mount accessory is attached to the ecm and designed to hold the cannula securely in place, outside of the pt cavity. The system was repaired by replacing the affected ecm cannula mount accessory. The camera cannula mount was returned to isi for failure analysis investigation. Engineering evaluation observed that the camera cannula mount is broken in two at the base and one of the fracture planes occurs where the base has a 90 degree angle, directly behind the back surface of the top metal plate. As of 2009, there have been no reported recurrences of the issue at this hospital.